Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter splitting showed a spiral slit. The catheter did not peel along the score lines. There was an issue with the catheter wire. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead insulation was damaged by the braided wire of the catheter. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.